Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. Although the reported lot code is in the scope of the CAPA, the reported failure mode is not in the scope of this recall. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. The following devices were also listed in this report: accolade (127 deg) size 2.5 accolade (127 deg) size 2.5; cat # 6021-2530; lot # 37386902. Trident psl with purefix ha 54mm; cat # 542-11-54f; lot # mhdj3d. Trident 10° x3 insert 36mm ID; cat # 623-10-36f; lot # mkkj24. Screw; cat # unk_jr; lot # unknown. Screw; cat # unk_jr; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left hip was revised in a stage 1 revision for infection. A size 2.5 accolade stem, 36 +5mm v40 head, 54 mm trident cluster shell, trident x3 insert, and 2 unknown screws were explanted. Rep confirmed that no further information will be released by the hospital or surgeon.